Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination identified that the crimped stent was damaged and the tip of the device was flared. A visual examination of the returned device identified that the crimped stent was bunched up between 11mm and 15mm distal to its proximal edge. The stent was tightly crimped onto the balloon and had not moved in position from its proximal and distal markerbands. There was no inflation media inside the balloon catheter and the balloon did not appear to have been subjected to any positive pressure. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no damage along the extrusion. A visual and tactile examination found no issues with its profile. The actual stent protector was not received for analysis. Further examinations of the device identified that the distal tip was pinched and flared. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. While preparing a 32 x 2.75mm promus premier drug-eluting stent for use, the physician noticed that the stent dislodged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent dislodgment occurred. While preparing a 32 x 2.75mm promus premier drug-eluting stent for use, the physician noticed that the stent dislodged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.